Manufacturer narrative:
Only the advancer tube and the sealant were returned for investigation. The sealant was wrapping around the distal end of the advancer tube and soaked in blood. A kink was observed in the advancer tube. The review of the lhr (f1532203) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported event may have been caused by an over-tamping, potentially contributing to sealant being stuck to the advancer tube during the removal of the advancer tube out of the tissue tract. The mynxgrip instructions for use (IFU), states that "gently advance the advancer tube until the single marker is fully visible." If the tamping tube was pushed too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. If proper position of the tamping tube was not maintained during catheter removal, the sealant could have been dislodged from the vessel wall. However, without the return of the whole device, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the deployment of the mynxgrip vascular closure device, the physician shuttled down but had difficulty retracting the procedural sheath. The sealant was not deployed so the device was removed and pressure was held for 30 minutes or less with no issues. The patient condition was described as fine. No further information is available. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. The stopcock was opened on the procedural sheath prior to shuttle down. Excessive force was not applied when shuttling down. Vessel type: periphery vessel size: 6 mm sheath size: 5f stick location: medium procedure type: y90 mapping.